Manufacturer narrative:
Device not returned to manufacturer for evaluation.

Event description:
It was reported that during a surgical procedure at the user facility a blade broke. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention.